Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the cause of the feeling an electrical pulse going down their leg was determined. The most likely cause of the event was due to the settings being too high. When asked about the steps taken to resolve the issue, the hcp stated that they decreased setting. The hcp confirmed that the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that maybe 4-5 days ago they increased their stimulation to 1.6 and when they go to lay down at night or sit in a chair for a long time they can feel an electrical pulse going down their leg. The patient stated that the sensation was not uncomfortable, it was just a weird feeling. The patient was advised to decrease stimulation intensity during the night if needed. Patient asked if it would hurt anything if the stimulation was too high, so patient was advised that if the intensity is too strong it could become uncomfortable for their body. Patient was already familiar on how to use the handheld devices and how to make adjustments. The patient was redirected to their healthcare provider (hcp) to further address the issue." The patient was advised to decrease the stimulation level during the night if needed, they confirmed the stimulation was comfortable at the moment of the call.